Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dbc system. During an emergency procedure, the user reported that no x-ray was possible. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The detailed investigation could not provide a clear result. Although it was determined that there were problems with the collimator or the shutter at the concerned site, which was replaced, however, no fault could be found when the returned part was examined. The endurance test was passed without any issues; however, the inspectors of the collimator noticed that the 13-year-old component was extremely dirty, which could lead to potential issue, but no conceivable problem could be verified. The reported failure did not result in complete loss of radiation release, but only caused the system to switch to what is known as bypass-fluoro mode. This special mode is a specific system behavior that mitigates the effect of such error. Therefore, in the given case, the system had detected an error with the collimator and consequently switched to the bypass fluoro mode, where continuous fluoroscopy with reduced image quality is available. Even though the root cause could not be determined in detail, it remains to be noted that the part that could be the cause was replaced and the system is functioning properly.